Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was not reproduced during on-site visit. No part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Device's logs were not provided. Issues with delivery of set volumes can be noticed by activation of several clinical alarms during ventilation, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The investigation findings clearly confirm that there was no problem with the device.

Event description:
It was reported that the ventilator had issues with delivery of set volumes. There was no patient harm. Manufacturer's ref. (B)(4).